Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine ( 4 mg/ml at 1.88 mg/day), fentanyl (2000 mcg/ml at 9.4 mcg/day) and bupivacaine (20 mg/ml at 9.4 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had missed a refill and the pump went empty on (B)(6) 2020. The pump was refilled today and there was no therapy issues. The patient was just wondering about the memory space for pump pa logs. It was discussed there is a limitation and depending on how many are used during a time some earlier ones will drop off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the patient's weight was (B)(6).